Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "during procedure tissue got stucked very heavily on the jaws of the device. Also jaws itself got stucked to the tissue and surgeon had to pull them off and that created risk of bleeding. Jaws were cleaned very often by scrub nurse. She used both dry and we clot to clean the jaws. Tissue was strongly stucked and cleaning did not help. Dr also mentioned that activating fusion gt her hand tired after several fusions." Patient status - unknown.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.